Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Pump received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 250 mg/dl. Customer was changing the battery and customer has tried 3 different batteries. Customer was not able to get display to come on. The customer also reported that there was a crack and chipped pieces on the battery and reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.